Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, while the hand clips, grasper scissors and clippers were used to break the valve, the obturator/trocar broke on all ports, letting the carbon dioxide escape. A total of nine pieces of trocar were used as they kept breaking and leaking the carbon dioxide. There was no patient injury.